Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed at the suture wing/catheter joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed in the vicinity of the kink impression. Microscopic inspection of the leak site revealed a small partially circumferential split. The split exhibited a granular fracture surface. The split occurred within the kink impression. Material buckling and discoloration were observed in the vicinity of the split. The fracture features and permanent kink impression were consistent with damage caused by repetitive kinking of the catheter shaft. Such kinking may gradually cause a split to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. Additional information received 1/24/2023: customer reports the patient had the PICC replaced. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. Additional information received 1/24/2023: customer reports the patient had the PICC replaced. No other information was provided.